Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated the pt is in their MRI facility today. The caller states the pt indicated they tried to charge their ins last night but could not charge ins with the charger over the ins. The caller states the pt is attempting to charge their ins in the facility right now but it is unclear if they are charging, caller noted it was mentioned seeing 'reposition'. The caller was not with the pt at the time of the call.  Caller stated pt indicated the ins has been in MRI mode for 4 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.